Event description:
The initial reporter complained of a questionable inr result for a patient from a coaguchek xs meter compared to the laboratory result. The patient's wife stated that the nurse was moving the meter after the sample was applied. The specific date was not provided. It was only stated as 1 to 1.5 years ago. The result from the meter was 6 - 7 inr and the result immediately from the laboratory was 2 - 3 inr. The specific results were asked for but not provided. There was no adverse event. The physician believed the result from the laboratory was correct. The patient was "stable". The customer was not anemic, no other blood thinners, and no antiphospholipid antibodies. The customer has had no changes in diet, no changes in health, no changes in warfarin, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.